Event description:
Intra-aortic balloon pump alarmed. The intra-aortic balloon was found to have blood in the sheeth, indicating a rupture. Patient was taken back to surgery to remove the balloon. No further negative sequeladevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: no. Corrective actions: device discarded, other, other. The device was destroyed/disposed of.